Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. Lastly, the guidewire used in this case is a spider filter guidewire which is not a compatible accessory and the IFU includes a caution regarding the use of guidewires not listed for use, "use only listed compatible guidewires and introducers with the jetstream g3 system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 system."

Event description:
The jetstream g3 was advanced to treat a 25 cm lesion located in the proximal to distal superficial femoral artery (sfa). Minimum diameter mode was used for the entire length of the lesion, encountering some intermittent resistance, however, aspiration was working effectively. The device was removed and an angiogram revealed an open channel through the entire sfa with good runoff. A second passing using the maximum diameter mode was a little more challenging due to the frequent movement of the spider basket. Towards the end of the pass, it was noticed that the aspiration tubing appeared clogged. The device was removed and an angiogram revealed an occluded sfa. The catheter was advanced to the distal popliteal which showed an occluded outflow caused by a clot in the tibial peroneal trunk, however, retrograde flow of the contrast during that run, showed a patent sfa. Patient was put on lytics and sent to the ICU. The clot was treated with an aspiration catheter and lytics and the patient's condition cleared fine.